Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The documentation received from the healthcare facility states that the event occurred during surgery on (B)(6) 2014. Rayner received notification of this incident from the us distributor on 19th december 2014. The healthcare facility reports "lens was loaded by tech. Lens haptic tore on insertion". From the event description provided, we assume that the lens required explantation as the haptic tore during implantation. No information on the remedial, corrective or preventive action taken by healthcare professional has been provided to rayner. No testing/device analysis can be undertaken in this ase as the device is not available to rayner. The device was discarded by the healthcare facility following surgery. The healthcare facility has been contacted via the us distributor and has been asked to provide additional information on haptic breakage. A causality assesment has also been requested. Without the ability to examine the device, and without clear event details being provided, it is extremely difficult to ascertain the root cause of the event. As the healthcare facility states that the lens was loaded by the technician they may be suggesting that haptic breakage is attributable to a user error; however, this is not possible to confirm at this time. Any further information received by rayner will be provided in a follow-up report. Our review of production records for the c-flex 570c iol batch 014e55327 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the c-flex 570c iol (january 2014) was carried out in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the c-flex 570c iol batch 014e55324.

Event description:
Rayner intraocular lenses limited received notification from a us healthcare facility of an event occurred during use of a c-flex 570c iol. The event description provided states "lens was loaded by tech. Lens haptic tore on insertion".